Event description:
The customer stated that a cell-dyn 3200 wbc result of 10.0 k/ul was generated for a patient sample with rrbc flagging. The customer retested the sample in cbc+rrbc mode and the wbc result was 5.0 k/ul. The sample was tested at another facility using the sysmex method and the wbc result was 60.1 k/ul. The patient's diagnosis is leukemia. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of the customer submitted data showed that all three runs in different test selections had "suspect" status and generated numerous flagging like varlym, nrbc/rrbc, dflt (nlmeb) and fwbc. The flagging alerts the operator to verify the results before reporting out of the lab, preferably, a manual smear review. The cell-dyn 3200 system operator's manual, section 3, principles of operation, under subsection "operational messages and data flagging" provides adequate information related to this incident. The diluent sheath filter and peristaltic tubing were replaced and the cell-dyn calibrator, lot 5033, was used to calibrate the instrument and as part of maintenance and performance check. Service reported that background, quality control, and gain setting are within the expected limit specifications. The patient sample had an interfering substance or condition, in this case, the presence of one or more of the following: resistant rbcs, nucleated rbcs, and fragile wbcs. Investigation concluded that the cell-dyn 3200 is performing as designed when presented with samples containing an interfering substance or condition. A product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).